Event description:
Additional information: a distributor reported an end user experienced an issue when using a solero applicator. It was reported the tip had detached. The applicator had been tested prior to insertion for 1m @ 140w in saline. The unit was set for 120w for 4m for the first ablation cycle and then at 140w x 6m for the second ablation cycle. The procedure was planned to be performed laparoscopically assisted percutaneously. No adjunct tools were used for the procedure. The applicator was placed percutaneously with no resistance, and two ablation cycles were performed when an hrp was received. The applicator was removed and inspected at which time it was noted the tip had detached inside the patient's liver. It was determined to not remove the tip. The total time of the procedure was 10 minutes, and at the time of the tip detachment, the ablation size was 2.1cm. The physician has performed approximately 200 microwave procedures.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of "tip detached and remained in the patient" cannot be confirmed. No complaint sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. No DHR review is required since there was no reported lot number and DHR review of ship history report lots is not required since the packaged good upn is also unknown labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Note: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a solero applicator. It was reported the tip had detached. No other information was provided.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. No UDI or lot number was provided, therefore section d4 was unable to be filled in. Reference (B)(4).